Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and without a device to analyze, a definitive cause for the reported leak could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the mitraclip delivery system (cds) leak. It was reported that during preparation of the mitraclip delivery system (cds); the cds leaked from the gripper lever when the gripper lever was retracted. There was no patient involvement and no reported clinically significant delay in the procedure. A new cds was used to continue the procedure. No additional information was provided.